Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection. The blood cultures positive for methicillin-resistant staphylococcus aureus (mrsa). The implantable pulse generator (ipg) system was removed. After explant patient was monitored via electrocardiogram (EKG) 2:1 atrioventricular (av) block recorded. Over night, number of asystolic pauses were recorded, up to 5 seconds. No further patient complications have been reported as a result of this event.